Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and some inappropriate electric shocks due to possible atrial fibrillation with rapid ventricular response (rvr). Further review was recommended. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and some inappropriate electric shocks due to possible atrial fibrillation with rapid ventricular response (rvr). Further review was recommended. Currently, this ICD remains in service and no additional adverse patient effects were reported.